Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user never had skin breakdown or blistering, and product has been discontinued from use. Final quality evaluation performed on (B)(4) 2014, and an investigation conducted by third party supplier on (B)(6) 2014 based on the review of retained samples and quality records. Results from the review were found to meet specification. No sample has been provided for further investigation. No other complaints have been received for irritation issues. The chemicals in this product are inert and are used frequently in skin care products, the supplier believes this to be an isolated incident. No further action required as per convatec's governing complaint handling procedure. Reported to the FDA on 04/08/2014. Convatec will continue to track and monitor such complaints according to convatec inc.'s complaint handling and CAPA procedures. Please note: this report replaces initial report submitted on 10/02/2013 under patient identifier # 286172 and MFR. Report # 1049092-2013-00068.

Event description:
It is reported that after second use the skin began to sting and redness occurred. It is also reported that following the removal of the wafer, end-user chose not to use the product and the redness is now gone.